Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill, after troubleshooting they found the circulation had failed. Biomed was sending 2000-hour preventive maintenance information. Per follow-up information received via email on 22aug2022, there was no patient involvement reported. Per sample evaluation results received on 23nov2022, it was reported that all the tank tubing was expanded and required replacement. Per sample evaluation results received on 03apr2022, it was reported that the tank tubing such as double bend tube and 1/2 l shaped formed tube was also found to be expanded. It was noted that double bend tube and 1/2 l shaped formed tube were expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill, after troubleshooting they found the circulation had failed. Biomed was sending 2000-hour preventive maintenance information. Per follow up information received via email on 22aug2022, there was no patient involvement reported. Per sample evaluation results received on 23nov2022, it was reported that all the tank tubing was expanded and required replacement.